Event description:
It was reported that the user¿s blood glucose rose to approximately 300 mg/dl after breakfast while using an ilet with a 23-inch infusion set, and the device was observed delivering insulin without any alerts; the caregiver reported no site leakage or visible issues, the removed cannula appeared straight with no bleeding, and a site change with tubing and cannula fill was performed with subsequent insulin delivery, while the specific device component implicated remained unknown. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.